Event description:
It was reported that during a procedure a substance "resembling ipg (implantable pulse generator) alloy" was noticed to have been left inside the patient's device pocket. The device was explanted and it was reported the battery depletion was normal. It was also reported there were no patient symptoms or injuries related to this event. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_siliconeanchor. Product type: accessory: product ID neu_siliconeanchor. Product type: accessory: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2001. Product type: programmer, patient: product ID 3487a-33, lot# j0120835v, implanted: (B)(6) 2001. Product type: lead: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 3487a-33, lot# j0120835v, implanted: (B)(6) 2001. Product type: lead. (B)(4).

Event description:
Additional information received indicated the event was also reported under manufacturer report #3007566237-2013-00853. Any additional follow up received will be reported under this manufacturer report. No further information was available regarding the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the insulation coating was delaminated. The device had no telemetry. Analysis of the extension, (B)(4), found that the body insulation had a breached depression. Analysis of the extension, (B)(4), found that the body insulation had a breached depression. Analysis of the first lead, (B)(4), found that there was no significant anomaly. It was noted that the lead was cut through and the product was segmented. Analysis of the second lead, (B)(4), found that there was no significant anomaly. It was noted that the lead was cut through and the product was segmented. Analysis of the first silicone anchor found that there was no significant anomaly. It was noted that the product was cut through. Analysis of the second silicone anchor found that there was no significant anomaly. It was noted that the product was cut through.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.